Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and no failures were identified. Therefore, the reported condition was not confirmed and assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.